Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400 mg/dl. Troubleshooting was not performed for high blood glucose reading. Customer also reported moisture damage but the insulin passed the self test. The location of the moisture damage was on the reservoir compartment. Insulin pump will not be returning for analysis.